Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an open (non-endologix) tube graft for an unknown reason on an unknown date. Due to degeneration of the distal tube graft, the afx2 bifurcated stent graft and vela were implanted on (B)(6) 2023. Approximately two (2) years post implant of the afx stent grafts, during a routine follow up, there appeared to be fabric disruption near the bifurcation as well as a type 1b endoleak from the right iliac artery. The physician elected to do a full reline and implanted an afx2 bifurcated stent graft and an afx vela suprarenal. A late leak still appeared and retrograde angiogram showed a type 1b endoleak. An ovation iliac extension was placed on right iliac. The patient left the procedure with no endoleak. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.